Event description:
The sales representative attended a custom implant surgery and reported that the surgeon performed a surgical procedure to change the tibial component as the tibial stem was broken. A mets tibial component was used to revise the patients implant. The revision procedure was successfully completed.

Manufacturer narrative:
The explanted product was returned to the manufacturer for evaluation on (B)(4) 2015. The explanted product is currently being evaluated. A supplement report will be provided on completion of the product evaluation. Please note that this custom smiles knee replacement implant is similar to a mets smiles total knee replacement implant (k120992).

Manufacturer narrative:
The explanted device was returned to stanmore implants for testing and investigation. An investigation was completed by an external consultant from bath university. The device evaluation concluded the following: it is clear from the appearance of the fractured surfaces of the tibial base plate and the stem that the stem fracture must have occurred some time before the implant was removed. There is clear evidence on both fracture surfaces of rubbing contact with the surfaces showing evidence of areas of "polishing" or plastic deformation. The cause of the fracture cannot be determined from the micrographs as there are no obvious signs of any stress risers or defects. The most likely area of fracture initiation would be the anterior region of the stem attachment to the base plate . There is no obvious source of failure in this region because any such feature would have been obliterated by the rubbing contact. It would seem that the most likely cause of the initial failure was excessive mechanical force possibly associated with a sudden event such as the patient stumbling. Such an event could have produced a localised stress initiating a crack which would subsequently propagate rapidly as a brittle fracture. This is consistent with the appearance of the fracture surfaces not subjected to the post fracture surface contact rubbing wear. Overall, there is too high a level of post fracture rubbing wear to conclusively ascertain the cause of failure. There is no obvious evidence of defects in the casting although any defect may have been obliterated by the post fracture contact between the fractured surfaces. Note that the implant had remained implanted for approximately 13 years (since (B)(6) 2002).

Event description:
Supplemental report to MDR # 3004105610-2015-00005. (B)(4).